Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; retrograde type a dissection after thoracic endovascular aortic repair: surgical strategy and literature review zhao an, md, zhigang song, md, hao tang, md, lin han, md, zhiyun xu, md department of cardiovascular surgery, changhai hospital, second military medical university, shanghai, china http://dx.doi.org/10.1016/j.hlc.2017.03.168. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of thoracic aneurysm repair on an unknown date. Approximately 6 months post index procedure, the patient experienced chest pain and an acute type b dissection was observed. No additional clinical sequalae were reported.